Manufacturer narrative:
The device was manufactured 08/03/2015 - 08/05/2015. Additional information/correction: the initial submission is being corrected from 07/11/2016 to 07/06/2016. The device was received for evaluation. Visual inspection revealed an inadequate tubing insertion into the upper bushing. Underwater pressure testing and functional testing were performed and revealed a leak at the upper bushing. The reported condition was verified. The cause of the condition was determined to be due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set with duo-vent spike was leaking from the junction of the pump segment and the tubing. This occurred during priming with saline. There was no patient involvement. No additional information is available.